Event description:
Per the clinic, the patient experienced infection and a performance decrement resulting in the decision to explant the device. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (B)(6), 2010, and the patient was implanted in the contralateral ear. Reimplantation is planned after the infection is resolved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4), 2011 - (B)(4)